Event description:
Covidien received information stating during patient use, the ht70 plus ventilator was auto triggering and an alarm was generated. Although the ventilator didn't stop cycling, the patient was transferred to another ventilator. There were no negative patient consequences.

Manufacturer narrative:
The customer service engineer (cse) replaced the circuit; however, this did not resolve the reported issue. Several attempts have been made to check the status of the ventilator but no additional information has been obtained by the manufacturer. Covidien reference: (B)(4).